Event description:
Complainant alleged that during a routine shift check by a clinician a "paddle fault" message appeared on the screen. The customer's biomed was unable to duplicate the reported fault. The complainant indicated there was no pt involvement with this reported event.